Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that serial echocardiograms (echos) finally revealed there was no thrombus as of (B)(6)2022.

Event description:
It was reported that the patient¿s left ventricular assist device (lvad) placement on (B)(6) 2021 was complicated by right ventricular (rv) failure, ventricular tachycardia (vt), and aortic root thrombus. Prior to ventricular assist device (vad) implant an echocardiogram revealed a moderately enlarged right ventricle (rv) and mildly reduced global right ventricular (rv) systolic function with moderate to moderate/severe tricuspid regurgitation (tr). The patient was started on milrinone until (B)(6) 2021 when they were temporarily weaned prior to randomization. Following implant, the patient had no clinical signs of rv failure and appeared euvolemic upon exam. However, on (B)(6) 2021, the patient was found to have high normal pulmonary artery (pa) systolic pressure post-vad. An echo was performed on (B)(6) 2021 which revealed severely reduced rv systolic function and mild to moderate tr. The patient was started on spironolactone and during the ensuing weeks after the vad implant, the patient was also placed back on milrinone but was eventually entirely weaned off on (B)(6) 2021. It was also reported that the patient had a history of lv thrombus. The echo performed on (B)(6) 2021 had also demonstrated a large mass in the aortic root behind the non-coronary cusp of the aortic valve. It was reported that the mass had the appearance of a thrombus, which had not been detected on the intraoperative transesophageal echocardiography (tee) conducted on (B)(6) 2021. Additionally, there was significant shadowing present, and a thrombus near the left ventricular apex was also observed. Due to these results the cardiovascular (cv) surgeon requested that the patient be started on acetylsalicylic acid (aspirin). Additional information from the account stated that the patient began intravenous (IV) anticoagulation medication on (B)(6) 2021; however, a repeat echo performed on (B)(6) 2021 revealed the known ovoid thrombus, non-mobile in the aortic root seen over left coronary sinus (lt) and non coronary sinus. During a routine x-ray procedure on (B)(6)2021 an increasing left sided pleural effusion was observed when compared to an earlier x-ray conducted on (B)(6) 2021. An ultrasound conducted on (B)(6) 2021 confirmed these findings and the patient¿s anticoagulation medication was held on (B)(6) 2021 due to a possible thoracentesis procedure. A successful ultrasound guided thoracentesis was later conducted on (B)(6) 2021, during which time, 1300 cc of fluid was aspirated. An additional echo was performed on (B)(6) 2021 which revealed that the intraventricular septum was flattened, consistent with elevated rv pressure and volume overload. The test also revealed a severely enlarged rv size and severely reduced rv function with moderate to severe tr. The patient was started on daily, oral lasix. The echo also showed the aortic root thrombus again, with more echolucent areas compared to (B)(6) 2021 study. During admission, the patient was also noted to have dark stools with a drop in hemoglobin, as well as grade 2 hemorrhoids on (B)(6)2021. The patient¿s fecal occult blood test (fobt) was positive but there was no overt evidence of gastrointestinal (gi) bleeding. Anticoagulation was closely monitored, and the patient¿s inr goal was decreased back to 2-3 on (B)(6) 2021, per the cv surgeon. The patient did not undergo a colonoscopy at this time. A chest x-ray performed on (B)(6)2021 revealed a persistent small left pleural effusion. An additional echo performed on (B)(6) 2021 again revealed a severely enlarged rv and severely reduced rv systolic function, as well as the intraventricular septum deviated to right, severe tr, and a small to moderately sized pericardial effusion present anterior to the rv. The aortic root thrombus was also seen again during this test. A bedside lvad ramp with transthoracic echocardiogram (tte) was done, and pump speed was reduced with no reduction in flow. The aortic valve (av) thrombus was visualized, and the aortic valve (av) remained closed with reduction of the speed. It was reported that the right heart failure was not device related. Pump parameters reportedly remained stable throughout the patient¿s hospital course. The patient¿s thromboembolism and pleural effusion events remained ongoing at the time; however, the patient was reportedly in stable condition. It was later communicated that the patient¿s pleural effusion ultimately resolved on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding, right heart failure, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events , including cardiac arrhythmia, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had dark stools on (B)(6) 2021 after implant and a drop in hemoglobin. The patient reportedly had grade 2 hemorrhoids. The patient did not receive a colonoscopy. The patient's left ventricular assist device (lvad) placement was complicated by right ventricular failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient received an interoperative transesophageal echocardiogram (tee) on (B)(6) 2021 with no masses found. On (B)(6) 2021, 3 days post-ventricular assist device (vad) implantation, an echocardiogram (echo) was performed and demonstrated a large mass in the aortic root behind the noncoronary cusp that measured 3.44cm x 1.75cm. The mass had the appearance of a thrombus and there was significant shadowing present. A thrombus was also noted near the left ventricular apex. Due to these results it was requested that the patient be unblinded from the clinical trial and start taking acetylsalicylic acid (aspirin). On (B)(6) 2021 the patient was started on an IV anticoagulation treatment. On (B)(6) 2021 a left sided pleural effusion was found that was larger than previously studied in an x-ray performed on (B)(6) 2021. On (B)(6) 2021 an ultrasound was performed that confirmed the pleural effusion. On (B)(6) 2021 the patient's warfarin was paused pending a thoracentesis procedure. On (B)(6) 2021 a successful ultrasound guided thoracentesis was performed with 1300 cubic centimeters (cc) of fluid aspirated. The patient was in ongoing/stable condition.